Event description:
Canine's owner reported the canine was treated for a fractured leg approximately 1 year ago, and was fixated with a plate and eight screws. On 1(B)(6) 2014, the canine was unable to walk on the leg, and he was returned to the veterinary clinic. Examination and x-ray discovered one broken screw and at least 3 screws had backed out. Surgeon scheduled hardware removal on (B)(6) 2014. It is unknown if further fixation or treatment was planned. Plate and screws were removed (B)(6) 2014. Bone was not entirely healed, 2 external fixations were installed rather than another plate and screws. No human involvement for this complaint. This report is for an unknown plate. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device used in a veterinary case. No patient information will be reported. This report is for 1 unknown plate/ unknown lot. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.